Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the log file confirmed that there was a malfunctioning of the host pc. The fse replaced the host pc to resolve the issue. After that, the system was returned to use in good working order. The codes are updated based on the investigation outcomes.

Event description:
It has been reported to philips that the host computer (pc) was not powering on after the system was started. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the host pc and the network switch and returned the system to use in good working order.